Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, the pulse generator recorded episodes of noise reversion. The device was reprogrammed and remained implanted. The patient was in good condition following the event.